Event description:
It was reported that during a glenoid labrum repair surgery, a total of two (2) microraptor anchors came off from the bone hole when they were deployed and while knot tying. The procedure was successfully completed using a competitor device (zimmer, juggerknot 1.4, surelock 2.2). It was necessary to drill an additional hole. There was non-significant surgical delay, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a glenoid labrum repair surgery, a microraptor anchor came off from the bone hole when it was deployed and while knot tying. The procedure was successfully completed using a competitor device (zimmer, juggerknot 1.4, surelock 2.2). It was necessary to drill an additional hole. There was non-significant surgical delay, and no further complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that as no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Per case details, the procedure was completed using a competitor device. No further risk to the patient is anticipated as a result of the additional bone hole. Since no further harm is anticipated no further clinical assessment is warranted at this time. Should any additional clinical information be provided, this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.